Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: screen became noised upon startup. Based on the results of the investigation, since the blurry image failure was unconfirmed during evaluation, the definitive root cause of the reported issue could not be determined. A root cause could not be identified. Based on the results of the investigation, the likely cause of the noisy screen was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope image was blurry. The issue occurred during reprocessing. There was no patient involvement.